Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 at 2:00 pm the patient obtained the blood glucose readings of 501 mg/dl and 512 mg/dl. The patient was experiencing the symptom of vomiting and tested (B)(6). The patient was admitted to the hospital with a diagnosis of dka. The patient had obtained several elevated blood glucose levels ranging from 200 mg/dl to 300 mg/dl for (B)(6). During the troubleshooting telephone call, it was determined there were no air bubbles or kinks in the tubing or cannula, no issues with the infusion site, the pump date/time were set correctly, the basal rate was correct, and all other pump settings were correct. The patient manually boluses, and does not use the pump's advance settings for bolus infusions. It was also determined the patient's technique was incorrect by changing the infusion site only every (B)(6) despite elevated blood glucose readings, instead of the recommended every (B)(6). There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient was hospitalized with dka while using the pump, this complaint is being reported.